Manufacturer narrative:
Product ID: 399930, lot# v021234, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 399930, serial/lot #: v021234, ubd: (B)(6) 2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient's ins has failed to work now for several year and he asked that it should be removed. The surgery was done (B)(6) 2013. It was noted the patient paddle electrode was stuck in the spinal canal through epidural fibrosis and some bone which had overgrown the posterior aspect of the paddle electrode. Both wounds were copiously irrigated with antibiotics laced irrigation. No further complications were reported. No additional patient symptoms were reported.